Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two, reference 0002184052-2016-00227.

Event description:
It was reported the sleeve is busted due to use over time. The sleeve was unable to be located to be returned. There is no surgery or patient involved.